Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg experienced cl.tting/micro clots/fibrin clots this event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: "after using this batch of blood collection tubes, customers found that the whole blood coagulation phenomenon was repeated after use, which seriously affected the clinical test."

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg experienced cl.tting/micro clots/fibrin clots this event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: "after using this batch of blood collection tubes, customers found that the whole blood coagulation phenomenon was repeated after use, which seriously affected the clinical test."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. All other testing was satisfactory. H3 other text : see h10.